Manufacturer narrative:
Device has not been returned to MFR.

Event description:
Int'l. ((B)(6)) complaint received concerning separation/leakage incident with use of 011-46105-50 add-on arterial kit w/safeset resv; needleless valve. The initial information reports ".. Arterial line found disconnected from join in tubing... Blood ++ from patient .. Line secured and reinforced; monitored closely with nibp; pathology attended in am to assess hb; pt stabilised, infection control/ppe procedures washed and pac attended line removed due to risk of recurrence, pressure applied.... Actual incident with no adverse outcome." Although requested, the involved device has not been returned for analysis and confirmation.